Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the device came disassembled. Functional testing could not be conducted, due to the damage in the device. A dissection test was performed, and it was found that the blade retention cap was detached, module gear missed some teeth and metal and plastic particles were inside the handle. Additionally, the inner cannula and the outer tube were bent and presented evidence of scratches caused by the excessive friction of these components. The inner cannula was cut off before it arrived at hologic and with the damage on it, it was complete (which means no evidence of missing pieces was found). All pieces were available but the device presented with damage due to deformation/distortion due to external forces. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2025, the physician believed that the blade broke inside the patient since they were unable to locate it post procedure. Checked inside the patient, pathology, device, scope and sheaths and tubing and x-rayed the patient and did not find any fragments left behind. Pathology was not reported as hard or calcified. No other information available.